Event description:
It was reported that the pump was delivering chemotherapy volume to be infused (vtbi) 250 mls over 46 hours. Air in line alarm sounds and when patient was presented at the site it was indicated there was 3.9 mls left at 2.2ml/hour. Reservoir was empty and air was in the line. Event occurred during patient use, and there was no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg :6/26/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.